Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The pump was received stuck with motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 450 mg/dl at the time of the incident. Customer was also receiving a motor position encoder error alarm. Customer reported that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.